Manufacturer narrative:
(B)(6). (B)(4). The device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the event. Functional testing revealed that the device would not turn on. When the device was plugged in, the device presented an f-94 (configuration option settings checksum is not 0) alarm. The reported condition was verified. The cause of the f-94 alarm was determined to be a low battery. To correct the condition, the battery was replaced. The device was serviced to meet functional specification. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a flo-gard infusion pump would not turn on. This occurred before use. There was no patient involvement. No additional information is available.